Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient was seen in clinic after the device exhibited non sustained right ventricular oversensing. There were no episodes of ventricular tachycardia. Noise was not reproducible with pocket manipulation. The patient was sent home. Remote transmission revealed high impedance and r wave amplitude variation on right ventricular lead. The lead was explanted and replaced on (B)(6) 2017. The patient was in a stable condition post procedure.